Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The non-totally occluded 80% stenosed, eccentric target lesion containing a >=90 degrees bend was located in the highly tortuous and moderately calcified right coronary artery. A 32 x 3.50 promus elite mr drug-eluting stent was advanced but could not negotiate through the lesion. However, the stent struts were damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR.: promus elite ous mr 32 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. Mid-section struts lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The non-totally occluded 80% stenosed, eccentric target lesion containing a >=90 degrees bend was located in the highly tortuous and moderately calcified right coronary artery. A 32 x 3.50 promus elite mr drug-eluting stent was advanced but could not negotiate through the lesion. However, the stent struts were damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.